Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a patient who has ¿had s+n since 2019¿, fell and ruptured his patella tendon which required a patellar component revision along with an allograft and a liner revision/exchange to a dished insert for additional stability. Responses to documentation/information requests had not been received as of the date of this investigation. The root cause was reportedly the traumatic fall. The patient injury beyond the subsequent revision could not be determined. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that patient had s+n since 2019. The patient fell and ruptured his patella tendon. The patella implant was removed and the patella tendon with allograft was performed. The liner was exchange to a dished insert for additional stability. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.